Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated and repaired the system but no detailed repair information is available. The system operates as intended.